Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was to be placed in the middle distal part of the bile duct. The user performed recapturing the stent twice in total during procedure, but stent movement became stiff at the second attempt of recapture and the site between the sheath and handle became wavy. Since the physician judged that he would not be able to continue the procedure safely, he stopped using the device after recapturing the stent into the sheath. Then, another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Event description:
This cancellation report is being sent as, following completion of the investigation the risk in this event was determined to be low. This event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Conservative reporting was carried out initially pending risk assessment. There is no malfunction precedence for this issue and no patient injury occurred. The stent was to be placed in the middle distal part of the bile duct. The user performed recapturing the stent twice in total during procedure, but stent movement became stiff at the second attempt of recapture and the site between the sheath and handle became wavy. Since the physician judged that he would not be able to continue the procedure safely, he stopped using the device after recapturing the stent into the sheath. Then, another device was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). A conservative approach was taken upon initial assessment of this event. It was reported under the precedence for "flexor kinked/stretched/broke/compressed". However following device return, it was found during the lab evaluation that the flexor was not damaged. Therefore the precedence no longer applies and the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Following the investigation the risk in this event was found to be low. The evo-fc-10-11-8-b device of lot number c1478972 was returned to cook ireland and evaluated on the 18-july-2018. The following additional information was provided: physician's comment is the event related to a specific lot? Though angle of the endoscope was not tight, recapturing the stent in this procedure looked very difficult compared with usual cases. Additional information: for complaints occurring during use (once in contact with endoscope) also ask: 1. What is the reorder number of the wire guide used with this device? Jagwire 0.035inch/ boston scientific. 2. Had a sphincterotomy been performed prior to this occurrence? Yes. 3. Had dilation of the obstructed area been performed prior to this occurrence? No. 4. What is the endoscope manufacturer and model number that was used? Olympus's jf-260. 5. Please describe the location in the body where the stent was to be placed. In the middle distal part of the bile duct. 6. Was resistance encountered when advancing the wire guide through the obstructed area? No. 7. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. 8. Was the introducer advanced through the side of a previously placed stent? N/a. 9. Please estimate amount of time the stent was in place prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If not with the device in question, how was the procedure finished? Another device was used instead to complete the procedure. Upon actuation of the handle it was found very difficult to deploy & re-capture the stent although it was possible. There was a kink observed 415mm from the tip but this was not the source of the resistance. The device was dismantled to locate the source of the resistance which was seen to a kink on the filler cannula. The stent was examined upon full deployment and no issues were noted with the stent. Based on the information provided and engineering input, the most likely root cause of this is tortuous anatomy. A review of the relevant manufacturing records for the evo-fc-10-11-8-b of lot number c1478972 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. On review of the information provided, there is no evidence to suggest that the user did not follow the packaging insert. Customer complaint confirmed as failure was verified in laboratory. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.